Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an innova stent delivery system (sds) with the related innova complaint device. There was blood in the inner shaft. There was a shaft kink at the nose cone. The inner shaft was kinked 25.5cm from the separation and 36.5cm from the distal tip. The middle sheath and the inner shaft were detached from the handle. The middle sheath and inner shaft were received separately with the device. There was also a 2mm weld laser witness mark located on the inner shaft, where the cuff has been laser welded, indicating a proper bond occurred. There was no damage or irregularities to the distal tip. The thumbwheel lock was in manufacturing position. The handle was opened during analysis to inspect the handle components. There was no damage or irregularities to the handle or the components inside the handle, also all the components were accounted for inside the handle. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the inner shaft and the covering sheath were detached. An innova stent was advanced and implanted properly in the target lesion. During removal of the stent delivery system, it was noted that the entire inner shaft with the nose piece and the covering sheath were detached and remained on the guide wire. The remaining portion of the innova stent with the blue outer sheath was removed. The detached inner shaft with the nose piece and the covering sheath were pulled out over the guide wire. Nothing remained inside the patient's body and the procedure was completed. No patient complications were reported. This product is only ous approved but is similar to an approved us device.

Event description:
It was reported that the inner shaft and the covering sheath were detached. An innova stent was advanced and implanted properly in the target lesion. During removal of the stent delivery system, it was noted that the entire inner shaft with the nose piece and the covering sheath were detached and remained on the guide wire. The remaining portion of the innova stent with the blue outer sheath was removed. The detached inner shaft with the nose piece and the covering sheath were pulled out over the guide wire. Nothing remained inside the patient¿s body and the procedure was completed. No patient complications were reported. This product is only ous approved but is similar to an approved us device.